Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported they requested to confirm whether the sensor and infusion set can be inserted on different sides of the body. Blood glucose value at the time of event was 400 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-242a and 78893-01. Troubleshooting was not performed for hyperglycemia event. It was unknown whether the customer had been using the device within 48 hours of the event, and it was also unknown whether the auto mode/smartguard feature was active at the time of the event. The customer was advised that it is acceptable to insert the sensor and infusion set on opposite sides of the body, provided that the sensor and pump remain on the same side to maintain proper connectivity and prevent signal loss. No further patient complications were reported. No product return is required for mmt-1884, mmt-332a, mmt-242a and 78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.